Event description:
It was reported that the pt had his device explanted. Although he received coverage, the pt stated that the device caused "bone chips". It was reported that the pt was having "shards of bone removed from within his mouth by his dentist", and after the device was removed, it stopped. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).